Manufacturer narrative:
(B)(4). The complaint device was returned complete for investigation. The device did not show any kinks or other damage. The balloon was received not folded. The soft tip was observed and it was considered to be conforming. Also the distal and proximal balloon end and marker did not show any abnormalities. The guidewire lumen was flushable and the 0.035 guide wire compatibility was performed successfully. The inflation of the balloon could not be performed because of the material rupture. The device showed a pinhole material rupture at distal end of balloon. It is likely that the failure developed during use in a heavily calcified lesion. According to this investigation no evidence could be found which supports the assumption that a device defect led to problems described in the case description. A review of the lot history record for this device did not produce any findings relevant to this report.

Event description:
It was reported that during an interventional procedure of the heavily calcified mid superficial femoral artery (sfa) using an antegrade puncture at the common femoral artery, the fox plus balloon catheter was advanced to the middle segment of the superficial femoral artery over the 5 fr introducer sheath, but the balloon ruptured being inflated at 8-10 atmospheres (atm). A second fox plus was attempted and during the inflation attempt the balloon ruptured at 8-10 atm. Both balloons were inflated using a syringe. All pieces of both balloons could be removed from the anatomy without difficulty; nothing remained in the patient anatomy. There was no reported patient sequela. No add'l info was provided.

Manufacturer narrative:
(B)(4). The device has been received. Investigation is not yet complete. The 5.0 x 40 fox plus (part ap14005, lot 620593), indicated is being filed under a separate MFR #.

Event description:
The physician reported during preparation of the device he noted the polyglycoliclactic acid (pgla) suture on the coil had prematurely degraded. There were consequences or impact to the patient.